Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During the twin hook surgery, the outer introducer and inner introducer were assembled, and it was assembled to twin hook. The tip of this inner introducer broke when the surgeon inserted the twin hook to the pt bone. When the surgeon checked the x-ray image, the fragment of tip of the inner introducer was seen in the end part of the twin hook.